Manufacturer narrative:
Results: the returned jet7 was ovalized from 16.0 ¿ 112.0 cm from the hub. Conclusions: evaluation of the returned jet7 did not confirmed a kink, however; approximately 96cm of the catheter shaft was ovalized. If the jet7 is forcefully advanced through a tightened rhv, damage such as ovalizations may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jet7 kit (kit). During the procedure, the distal tip of the penumbra system jet 7 reperfusion catheter (jet7) kinked while advancing through the rotating hemostasis valve (rhv) and, therefore, it was removed. The procedure was completed using a new jet7. There was no report of an adverse effect to the patient.